Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels have been elevated since starting on the pump (500+ mg/dl). Customer believes that the issue is due to the infusion sets, as the first set appeared to have been infected. Elevated bgs were treated by administering manual injections. Arrangements were made for the customer to try new infusion sets.